Event description:
The tip (of a grasper) broke off during surgery and the other part fell off inside the abdomen of a pt. Surgical procedure was a laparoscopic cholecystectomy. X-ray was used to locate the separated jaw and efforts to retrieve it laparoscopically were unsucessful. Abdominal incision was extened to enable its removal. Surgery was prolonged significantly. Pt is doing fine.